Manufacturer narrative:
Device evaluated by MFR.: the unit returned has the wire tip damaged, as part of overall visual revision. The device returned together with its original opened pouch and inside of a plastic hoop. The guidewire was unraveled and the coil wire was elongated. The core wire was broken approximately at 139.5 cm from the proximal end. Attached to the distal tip solder ball there was another core wire section and it measured approximately 5 cm. No more damages were found in the returned device. Overall length and outer diameter (od) of distal tip could not be performed due to device condition of guidewire unraveled. Od of middle of the device and proximal section are within specification.

Event description:
Reportable based on device analysis completed on 29-nov-2019. It was reported that the guidewire unraveled. A 035/145 amplatz super stiff guidewire was advanced to cross the lesion. However, during the procedure, it was noted that the guidewire unraveled. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed the core wire was broken.